Event description:
It was reported the patient was having their lead repositioned on 2014-(B)(6).

Manufacturer narrative:
Product ID: 355538, lot# n407633, product type: accessory. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient had still been sore as of (B)(6) and had not been ready to start up. It was noted that the patient would call a manufacturer representative when ready.

Event description:
It was reported the patient's stimulator was started up. It was noted the patient had good coverage across their low back and legs.

Event description:
It was reported the entire system was replaced. It was noted the start-up appointment was scheduled for (B)(6) 2014.

Event description:
It was reported that in (B)(6) 2014, the patient was at her healthcare provider¿s (hcp) office and it was determined that her leads had moved. It was noted that the patient had an appointment with a surgeon for (B)(6) 2014. It was noted that the patient had not had any falls or trauma. It was stated that the patient hadn¿t been using her stimulation very much because of the issues. Additional information received reported that the patient and her hcp would schedule a revision procedure at the patient¿s evaluation appointment on (B)(6) 2014.